Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.

Event description:
Boston scientific crm received information that during the implant procedure, this lead showed an open circuit on the pacing system analyzer, which can inhibit pacing. Several configurations were tried, and none were successful. The lead was not used and another lead was successfully implanted in it's place. To date, there have been no adverse patient effects reported.